Event description:
The customer reported via phone call that there was a beeping noise emitting from the insulin pump even when it was left without batteries for one day. Customer's blood glucose was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with intermittent button response due to light moisture damage to the keypad traces. No button error alarms, frozen screen or constant audio beep noted. The pump had cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.